Event description:
It was reported that while in the intensive care unit the md used the left internal jugular as the insertion site. The md inserted the spring wire guide (swg) into the patient and while threading the catheter over the swg, the md found it was impossible. The md tried to advance the catheter over the swg several times without success. As a result, the md removed the swg and found it was damaged. The md requested another catheter and the second catheter was inserted. There was no reported patient death or injury. Medical/surgical intervention was not required. There was no delay in therapy.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Device evaluation: one catheter, one introducer needle, one swg and one introducer catheter were returned for evaluation. The catheter was examined and there were no anomalies observed. The swg was unraveled at the proximal end except for the last 6.5 cm at the proximal tip. The core wire was separated adjacent to the weld at the proximal end. Discoloration was observed at the broken end of the core wire, which is consistent with proximity to a weld. Microscopic inspection revealed a plastic deformation and necking of the wire in the area of the break. The distal weld was intact. The core wire was measured and based upon the measured length of the broken core wire, no pieces appear to be missing. The outer diameter of the swg was measured at the distal, middle and proximal ends of the wire and met specification. The products instructions for use describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. The device history records were reviewed with no relevant findings. The investigation found no evidence to suggest a manufacturing related cause. The report that the swg was damaged was confirmed through examination of the returned sample, which showed that it had unraveled. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled or separated swg complaints. Based on these circumstances, the potential cause of this issue is procedure/patient anatomy related.